Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, bom 7mm extended length endoscope was not functioning. They were not able to complete the evh procedure since they were not able to see in the endoscope. The endoscope was damaged. After sterilizing the patient and preparing the operation field and skin cut was done, the scope was prepared. It was clearly seen that the scope was out of focus all the time - probably lens problem of the scope. Vein graft was done in an open technique due to the malfunction.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The records show that this device conformed to all applicable product specs. The device was returned to the factory for evaluation. Signs of blood and clinical use were not observed. There were no defects observed in the visual inspection. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Based on the results of the eval, the reported complaint was confirmed.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint number - (B)(4).